Manufacturer narrative:
(B)(4). It was indicated a revision procedure would be performed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited increased threshold measurements, an unknown change in impedance measurements, and oversensing less than one second. A revision procedure was scheduled. No adverse patient effects were reported.